Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/16/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the size of the needle used? Was whole needle retained in the patient? What tissue structure is the needle possibly located at? Are there any plans to remove the needle? If yes, please indicate date has there been any medical or surgical intervention performed? Is there any adverse patient outcome? How is the patient today?

Event description:
It was reported that a patient underwent cholecystectomy procedure on (B)(6) 2017 and suture was used. When the suture was introduced through the trocar, the needle pulled off the suture and the needle fell into the abdomen. A deep search and scope was used, but the needle could not be located. No information regarding the patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the size of the needle used? Needle 17. Was whole needle retained in the patient? According to the surgeon the needle is no longer in the patient. The needle was probably ejected outside the trocar. What tissue structure is the needle possibly located at? According to the surgeon the needle is no longer in the patient. The needle was probably ejected outside the trocar. Are there any plans to remove the needle? If yes, please indicate date na. Has there been any medical or surgical intervention performed? No. Is there any adverse patient outcome? No. How is the patient today? Ok.

Manufacturer narrative:
A representative sample was returned for analysis. . During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needles were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. The sample was tested for needle pull and met the finished goods requirements. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements.